Manufacturer narrative:
The event occurred on an unreported date at the beginning of (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was unknown. The patient was hospitalized and was treated with unspecified drug infusion and abdominal cavity flush. At the time of this report, the patient remained hospitalized and has not recovered from the event. Action taken with pd therapy was not reported. No additional information is available.